Event description:
I was placing an intravenous line (IV) for my positron emission tomography (pet) rubidium patient and when I got blood return and retracted the needle back, the needle was still exposed and did not lock with the safety feature, leaving the needle exposed, almost poking myself. High safety risk.